Event description:
A pt underwent a diagnostic procedure on 12/5/1997 in the right groin. On 12/8/1997 the pt underwent an interventional procedure in the right groin, following which an angio-seal device was placed. On 12/10/1997 the pt again returned to the hosp for intervention; this procedure was performed via the left groin. During the course of the procedure an expanding hematoma was noted to form on the left (no angio-seal used in left groin). On 12/1997 bilateral groin bleeding was noted; manual pressure was held and hemostasis was obtained. A resulting hematoma was observed in the pt's right leg; as the pt had bilateral hematomas and a decreased hematocrit, two units of packed red blood cells were administered. On 12/15/1997 the pt was noted to be in good condition with no further sequelae, and was discharged home.